Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery. After a non bsc guide wire crossed the lesion, a 2.50mm x 12mm nc emerge balloon catheter was advanced. Successful dilation was performed however during removal, the device became stuck with the guide wire in the aortic root area. The physician then removed the device together with the guide wire as one unit. The procedure was completed using the same guide wire and a new nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the nc emerge balloon catheter was received. There was no damage to the inner and outer shafts of the catheter. The inner diameter (ID) of the wire lumen was measured at both ends which is within specification. The guide wire used in the clinical event was not returned for analysis so kinetix plus guide wire was used for functional testing. The kinetix guide wire was successfully advanced through the nc emerge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery. After a non bsc guide wire crossed the lesion, a 2.50mm x 12mm nc emerge® balloon catheter was advanced. Successful dilation was performed however during removal, the device became stuck with the guide wire in the aortic root area. The physician then removed the device together with the guide wire as one unit. The procedure was completed using the same guide wire and a new nc emerge® balloon catheter. No patient complications were reported and the patient's status was stable.